Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause was not determined.

Event description:
A nurse reported to baxter (B)(4) that blood leakage occurred at the level of the pre-filter pressure sensor. The leakage was observed at the beginning of the therapy. There was patient involvement, but no injury or medical intervention was required. No additional information is available.